Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve procedure. Three reloads did not fire after pressing the green button of the manual stapling handle. The surgeon was not able to squeeze the handle. To solve the issue, immediate replacement of the product was used. There was no patient harm.